Event description:
It was reported that the patient presented in clinic for follow up. Review of diagnostic imagining revealed that the left ventricular lead was dislodged. On (B)(6) 2022, the physician elected to left ventricular lead. The patient was in stable condition.

Manufacturer narrative:
The reported event was for lead dislodgement. As received, a complete lead was returned in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found.